Event description:
Reported via social media. It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed and a watchman closure device was implanted. Transesophageal echocardiogram (tee) was performed three-months post-implant and a leak was observed. The patient remained on blood thinner medication.

Manufacturer narrative:
Aware date estimated as event occurred 3 months after implant which was in the year 2017. Implant date estimated as event reported to have occurred in year 2017.